Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they have a question about charging, hears high pitch sound when charging. There was no reported patient involvement.